Manufacturer narrative:
Investigation on-site was performed by our field service engineer, and the expiratory channel printed circuit (pc) board, was found to be defective and was replaced. The ventilator passed pre-use checks w/successful results after the replacement. The replaced pc board was requested but not received from the facility. The ventilator logs were downloaded. Evaluation of the received ventilator logs could not confirm the reported apnea alarm on the date of event. However, a technical error code that indicated that the safety valve had been opened w/out fulfilling opening conditions, had been generated on a number of occasions before the date of event. This indicates an intermittent failure w/the replaced expiratory channel printed circuit (pc) board. Our conclusion is that there had been an intermittent failure w/the expiratory channel printed circuit (pc) board. The failure had caused the safety valve to open when it should have been closed. The defective pc board has not been provided by the facility, and it has therefore not been possible to determine the cause for the reported problem. An open safety valve will be followed by several audible and visible alarms; (including apnea alarm).

Event description:
It was reported that the ventilator stopped ventilating during ventilation on a test lung. There was an apnea alarm generated. There was no patient involvement. (B)(4).